Event description:
A complaint was reported by dinno santé regarding a pump with a battery that was not charging. There was no information provided about the impact on the customer's blood glucose level. Despite attempts to charge the pump using different cables, it did not start, and there was no access to the pump for further testing. The device was scheduled to be returned for evaluation, and a replacement pump with serial number (B)(6) was provided.